Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was caused by normal wear of the switch olympus will continue to monitor field performance for this device.

Event description:
The field service specialist reported to olympus, the switches on the front panel of the evis exera ii xenon light source was not working. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the issue possibly occurred due to wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.